Manufacturer narrative:
. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault with shallow anterior chamber. Due to high vault with shallow anterior chamber, the lens was explanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: a replacement lens was implanted at a later date and the vault was perfect. (B)(4).